Event description:
The customer reported the system displayed a communication error message. This message will result in a system lockup. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable.